Manufacturer narrative:
The customer contacted the siemens customer care center (ccc) and reported that a discordant falsely depressed carbon dioxide (co2) patient sample result was obtained on a dimension vista 500 instrument. Siemens headquarters support center (hsc) concluded the investigation of the discordant falsely depressed carbon dioxide (co2) result. A siemens field service engineer (fse) replaced the water purification module (wpm) vacuum pump which returned the instrument to fully functional. Hsc evaluated the information provided and the instrument data files. The cause of the discordant co2 result was determined to be poor water quality. The device is performing within specifications. No further evaluation is required.

Event description:
A discordant falsely depressed carbon dioxide (co2) patient result was obtained on a dimension vista 500 instrument. The discordant result was reported to the physician(s). The same sample was reprocessed on an alternate dimension vista instrument and a higher result was obtained. A corrected result was reported. There are no reports of patient intervention or adverse health consequences due to the discordant falsely depressed co2 result.